Event description:
On (B)(6) 2012, the patient contacted animas and reported that the ok keypad button was intermittently unresponsive and required multiple button presses to elicit a response. The patient indicated that the up arrow, down arrow and ok keypad buttons were worn. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp towel. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the reported complaint of the ok keypad button intermittent response was not duplicated during testing. Testing confirmed the keypad buttons were responsive to button presses and were functional. The keypad had no visible sign of damage. No issues were found with the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive. The keypad cover was removed for investigation and did not reveal any evidence of contamination or defect. Auditory and vibratory function was normal. Investigation was not able to confirm or duplicate the complaint.